Manufacturer narrative:
In an associated complaint (B)(4), the user reported having an issue with persistent sensor disconnections, which led to a transmitter replacement. Replacing the transmitter, however, did not resolve the issue, hence the user was referred to his hcp to discuss next steps for removal and replacement of the sensor as the sensor potentially could have been inserted deeper than usual. The sensor was removed by hcp successfully and replacement sensor was placed in the upper arm, achieving excellent signal immediately post-procedure.

Event description:
On (B)(6) 2025, senseonics was made aware of an incident where user complains of unable to find any sensor signal, or signal higher than low.a new transmitter was provided to the user to resolve the issue, but the issue continued. The user was referred to their hcp for a sensor removal and replacement.

Manufacturer narrative:
B4.date of this report 25 may 2025. G3.date received by the manufacturer? 25 may 2025. H6. Health effect -impact code updated to 4624.